Event description:
It was reported, the customer received a no delivery alarm on their insulin pump. Customer stated the alarm was resolved by a complete set change. The customer's blood glucose was 240 mg/dl. Customer also stated the alarm did not occur during a manual prime. Troubleshooting was not completed at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-68598.